Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken front case and right iui. Crack in rear case and contaminated left iui. (B)(4). Problem: does not see the disposable connector. (B)(4). Unable to duplicate customer stated problem for does not see the disposable connector. Performed instrument inspection and no anomalies found. Performed co2 sensor calibration and co2 accuracy and it passed. No errors seen during run in. Device will be forwarded to a peer for second review. (B)(4). Unable to duplicate customer stated problem ( does not see the disposable connector). .passed pm. No fault found confirmed after second review. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken front case and right iui. Crack in rear case and contaminated left iui. 03/12/2019 13:29:56 rfc_repairs (rfc_repairs) po for $(B)(4). Etco2 to mfg. For repair @ a flat rate of $(B)(4). Problem: does not see the disposable connector. 03/28/2019 06:05:18 (B)(6). Unable to duplicate customer stated problem for does not see the disposable connector. Performed instrument inspection and no anomalies found. Performed co2 sensor calibration and co2 accuracy and it passed. No errors seen during run in. Device will be forwarded to a peer for second review. 03/28/2019 06:17:29 (B)(6). Unable to duplicate customer stated problem ( does not see the disposable connector). .passed pm. No fault found confirmed after second review. 03/28/2019 09:36:12 (B)(6). (B)(4).